Event description:
It was reported that the left ventricular (lv) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. Additional information from the field indicates that the lead had experienced loss of capture due the lead's position. The field noted that there were no issues with the lead itself.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. However, during the wire insertion test. There was a blockage found near the terminal end. This blockage is most likely body fluid. Despite this finding. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. Additional information from the field indicates that the lead had experienced loss of capture due the lead's position. The field noted that there were no issues with the lead itself. The lead was returned for analysis.